Event description:
It was reported that after wearing the pod on the abdomen, the site was red, irritated and purulent. The patient visited the doctor's office where was prescribed synthomycine and betacorten ointment, to treat the affected area.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.